Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x28mm promus premier¿ stent was advanced but he device became caught in the guide catheter. The guide catheter was deep-seated however it was noted that the stent was damaged. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).